Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure devices was sideways in her fallopian tube ,migration of essure device/ the essure coil was stabbing through my tubes where it migrated") and genital haemorrhage ("abnormal, heavy bleeding ,bleeding for 9 months after the devices were placed") in a 24-year-old female patient who had essure (batch no. 93455-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos for bleeding genital as well as medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 21 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("metal taste in her mouth /metallic test"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of migraine ("migraines/headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient experienced weight decreased ("weight gain/loss") and weight increased ("weight gain/loss"). On (B)(6) 2014, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced menorrhagia ("prolonged, abnormal menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("prolonged, abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain / back pain"), the second episode of migraine ("migraines"), hypoaesthesia ("numbness and shocking sensations down her leg"), paraesthesia ("numbness and shocking sensations down her leg") and adnexa uteri pain ("the essure coil was stabbing through my tubes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, dyspareunia, the last episode of migraine, dysgeusia, fatigue, dental caries, hypoaesthesia, paraesthesia, alopecia, vaginal haemorrhage, headache, weight decreased, weight increased and tooth disorder had resolved and the adnexa uteri pain had not resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstrual disorder, paraesthesia, tooth disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: four coils were visible in the left ostia. Five coils were visible in the right ostia. Findings: normal bilateral ostia and endometrial lining patient stated via pfs that she applied for a short term disability on (B)(6) 2015 due to the hysterectomy she underwent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On (B)(6) 2014, hysterosalpingogram revealed normal positioning of the implants was noted with the left and right coils crossing the uterotubal junction anti protruding slightly into the uterine cornua on each side. (Satisfactory device positioning was defined as micro insert that cross the uterotubal junction with less than 50% of the length of the inner coil trailing into the uterine cavy or when tire proximal end of the inner coil was within 30mm of the contrast filled cornua). (B)(6) 2015, ultrasound pelvis revealed there was a simple cyst incidentally noted left adnexa , 1.6 x 1.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 12-sep-2018: update of information (batch is invalid)¿. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the essure devices was sideways in her fallopian tube ,migration of essure device/ the essure coil was stabbing through my tubes where it migrated') in a 24-year-old female patient who had essure (batch no. 93455-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos for bleeding genital as well as medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia painful sexual intercourse"), dysgeusia ("metal taste in her mouth /metallic test"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of migraine ("migraines/headaches") and headache ("migraines / headaches"), 21 days after insertion of essure. On (B)(6) 2014, the patient was found to have weight decreased ("weight gain/loss") and weight increased ("weight gain/loss"). On (B)(6) 2014, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced menorrhagia ("prolonged, abnormal menses/abnormal bleeding vaginal, menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal, heavy bleeding ,bleeding for 9 months after the devices were placed"), menstrual disorder ("prolonged, abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain / back pain"), the second episode of migraine ("migraines"), hypoaesthesia ("numbness and shocking sensations down her leg"), paraesthesia ("numbness and shocking sensations down her leg"), adnexa uteri pain ("the essure coil was stabbing through my tubes") and ovarian cyst ("both ovaries are covered in cyst"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, dyspareunia, the last episode of migraine, dysgeusia, fatigue, dental caries, hypoaesthesia, paraesthesia, alopecia, vaginal haemorrhage, headache, weight decreased, weight increased, tooth disorder and adnexa uteri pain had resolved and the ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstrual disorder, ovarian cyst, paraesthesia, tooth disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: four coils were visible in the left ostia. Five coils were visible in the right ostia. Findings: normal bilateral ostia and endometrial lining patient stated via pfs that she applied for a short term disability on (B)(6) 2015 due to the hysterectomy she underwent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On (B)(6) 2014, hysterosalpingogram revealed normal positioning of the implants was noted with the left and right coils crossing the uterotubal junction anti protruding slightly into the uterine cornua on each side. (Satisfactory device positioning was defined as micro insert that cross the uterotubal junction with less than 50% of the length of the inner coil trailing into the uterine cavy or when tire proximal end of the inner coil was within 30mm of the contrast filled cornua). (B)(6) 2015, ultrasound pelvis revealed there was a simple cyst incidentally noted left adnexa , 1.6 x 1.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube pain, ovarian cyst. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. Event "ovaries are covered in cyst" and reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the essure devices was sideways in her fallopian tube ,migration of essure device/ the essure coil was stabbing through my tubes where it migrated') in a 24-year-old female patient who had essure (batch no. 93455-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos for bleeding genital as well as medroxyprogesterone acetate (depo provera). On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("metal taste in her mouth /metallic test"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of migraine ("migraines/headaches") and headache ("migraines / headaches"), 21 days after insertion of essure. On (B)(6)2014, the patient was found to have weight decreased ("weight gain/loss") and weight increased ("weight gain/loss"). On (B)(6)2014, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On(B)(6) 2014, the patient experienced menorrhagia ("prolonged, abnormal menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal, heavy bleeding ,bleeding for 9 months after the devices were placed"), menstrual disorder ("prolonged, abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain / back pain"), the second episode of migraine ("migraines"), hypoaesthesia ("numbness and shocking sensations down her leg"), paraesthesia ("numbness and shocking sensations down her leg"), adnexa uteri pain ("the essure coil was stabbing through my tubes") and ovarian cyst ("both ovaries are covered in cyst"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, dyspareunia, the last episode of migraine, dysgeusia, fatigue, dental caries, hypoaesthesia, paraesthesia, alopecia, vaginal haemorrhage, headache, weight decreased, weight increased, tooth disorder and adnexa uteri pain had resolved and the ovarian cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstrual disorder, ovarian cyst, paraesthesia, tooth disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: four coils were visible in the left ostia. Five coils were visible in the right ostia.findings: normal bilateral ostia and endometrial lining patient stated via pfs that she applied for a short term disability on (B)(6)2015 due to the hysterectomy she underwent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On (B)(6)2014, hysterosalpingogram revealed normal positioning of the implants was noted with the left and right coils crossing the uterotubal junction anti protruding slightly into the uterine cornua on each side. (Satisfactory device positioning was defined as micro insert that cross the uterotubal junction with less than 50% of the length of the inner coil trailing into the uterine cavy or when tire proximal end of the inner coil was within 30mm of the contrast filled cornua). 28-oct-2015, ultrasound pelvis revealed there was a simple cyst incidentally noted left adnexa , 1.6 x 1.5 cm. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-jan-2020: update of information (batch is not valid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation of ptc received on 07-dec-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal, heavy bleeding (seen as genital bleeding). Approximately 15 months after insertion procedure, she underwent total hysterectomy and bilateral salpingectomy as one of the essure devices was sideways in her fallopian tube. These both events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleeding may occur with consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or a migration into abdominal cavity. In this present case, the exact time point and mechanism of dislocation is unknown. Therefore, given the nature of these events, it was considered related to essure. This case was regarded as incident since device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure devices was sideways in her fallopian tube ,migration of essure device") and genital haemorrhage ("abnormal, heavy bleeding ,bleeding for 9 months after the devices were placed") in a 24-year-old female patient who had essure (batch no. 93455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 21 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of migraine ("migraines/headaches") and headache ("migraines / headaches"). On 1-nov-2014, the patient experienced weight decreased ("weight gain/loss") and weight increased ("weight gain/loss"). On (B)(6) 2014, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced menorrhagia ("prolonged, abnormal menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("prolonged, abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain"), the second episode of migraine ("migraines"), dysgeusia ("metal taste in her mouth"), hypoaesthesia ("numbness and shocking sensations down her leg") and paraesthesia ("numbness and shocking sensations down her leg"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, dyspareunia, the last episode of migraine, dysgeusia, fatigue, dental caries, hypoaesthesia, paraesthesia, alopecia, vaginal haemorrhage, headache, weight decreased, weight increased and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstrual disorder, paraesthesia, tooth disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: four coils were visible in the left ostia. Five coils were visible in the right ostia.findings: normal bilateral ostia and endometrial lining diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On (B)(6) 2014, hysterosalpingogram revealed normal positioning of the implants was noted with the left and right coils crossing the uterotubal junction anti protruding slightly into the uterine cornua on each side. (Satisfactory device positioning was defined as micro insert that cross the uterotubal junction with less than 50% of the length of the inner coil trailing into the uterine cavy or when tire proximal end of the inner coil was within 30mm of the contrast filled cornua). (B)(6) 2015, ultrasound pelvis revealed there was a simple cyst incidentally noted left adnexa , 1.6 x 1.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. New events added- abnormal bleeding (vaginal, migraines/headaches and weight gain/loss. Pelvic pain and abdominal pain lower was updated as symptom of device dislocation. Lab data added. On 27-feb-2018: fup 2 and 3 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure devices was sideways in her fallopian tube, migration of essure device/ the essure coil was stabbing through my tubes where it migrated") and genital haemorrhage ("abnormal, heavy bleeding, bleeding for 9 months after the devices were placed") in a 24-year-old female patient who had essure (batch no. 93455) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos for bleeding genital as well as medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 21 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of migraine ("migraines/headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient experienced weight decreased ("weight gain/loss") and weight increased ("weight gain/loss"). On (B)(6) 2014, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced menorrhagia ("prolonged, abnormal menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("prolonged, abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain / back pain"), the second episode of migraine ("migraines"), dysgeusia ("metal taste in her mouth /metallic test"), hypoaesthesia ("numbness and shocking sensations down her leg"), paraesthesia ("numbness and shocking sensations down her leg") and adnexa uteri pain ("the essure coil was stabbing through my tubes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, dyspareunia, the last episode of migraine, dysgeusia, fatigue, dental caries, hypoaesthesia, paraesthesia, alopecia, vaginal haemorrhage, headache, weight decreased, weight increased and tooth disorder had resolved and the adnexa uteri pain had not resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstrual disorder, paraesthesia, tooth disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: four coils were visible in the left ostia. Five coils were visible in the right ostia. Findings: normal bilateral ostia and endometrial lining diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On (B)(6) 2014, hysterosalpingogram revealed normal positioning of the implants was noted with the left and right coils crossing the uterotubal junction anti protruding slightly into the uterine cornua on each side. (Satisfactory device positioning was defined as micro insert that cross the uterotubal junction with less than 50% of the length of the inner coil trailing into the uterine cavy or when tire proximal end of the inner coil was within 30mm of the contrast filled cornua). (B)(6) 2015, ultrasound pelvis revealed there was a simple cyst incidentally noted left adnexa , 1.6 x 1.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-jun-2018: event added per social media: stabbing throughg my tubes. Reporter information added. Concomitant drug added. Event back pain and metal taste in mouth was recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the essure devices was sideways in her fallopian tube, migration of essure device/ the essure coil was stabbing through my tubes where it migrated") and genital haemorrhage ("abnormal, heavy bleeding ,bleeding for 9 months after the devices were placed") in a 24-year-old female patient who had essure (batch no: 93455-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos for bleeding genital as well as medroxyprogesterone (depo provera). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 21 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), dysgeusia ("metal taste in her mouth /metallic test"), fatigue ("fatigue"), alopecia ("hair loss"), the first episode of migraine ("migraines/headaches") and headache ("migraines / headaches"). On (B)(6) 2014, the patient experienced weight decreased ("weight gain/loss") and weight increased ("weight gain/loss"). On (B)(6) 2014, the patient experienced dental caries ("tooth decay") and tooth disorder ("dental problems"). On (B)(6) 2014, the patient experienced menorrhagia ("prolonged, abnormal menses/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("prolonged, abnormal menses"), abdominal pain ("severe abdominal cramping"), back pain ("severe back pain / back pain"), the second episode of migraine ("migraines"), hypoaesthesia ("numbness and shocking sensations down her leg"), paraesthesia ("numbness and shocking sensations down her leg") and adnexa uteri pain ("the essure coil was stabbing through my tubes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain, back pain, dyspareunia, the last episode of migraine, dysgeusia, fatigue, dental caries, hypoaesthesia, paraesthesia, alopecia, vaginal haemorrhage, headache, weight decreased, weight increased, tooth disorder and adnexa uteri pain had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, menstrual disorder, paraesthesia, tooth disorder, vaginal haemorrhage, weight decreased, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: four coils were visible in the left ostia. Five coils were visible in the right ostia. Findings: normal bilateral ostia and endometrial lining patient stated via pfs that she applied for a short term disability on (B)(6) 2015 due to the hysterectomy she underwent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On (B)(6) 2014, hysterosalpingogram revealed normal positioning of the implants was noted with the left and right coils crossing the uterotubal junction anti protruding slightly into the uterine cornua on each side. (Satisfactory device positioning was defined as micro insert that cross the uterotubal junction with less than 50% of the length of the inner coil trailing into the uterine cavy or when tire proximal end of the inner coil was within 30mm of the contrast filled cornua). On (B)(6) 2015, ultrasound pelvis revealed there was a simple cyst incidentally noted left adnexa , 1.6 x 1.5 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain and menorrhagia. Concerning the injuries reported in this case, the following ones were reported via social media: fallopian tube pain. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be tally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet: event outcome for (adnexa uteri pain) was updated. Product, patient & reporter information updated. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiffs family in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for permanent birth control. In the months following the essure procedure, consumer began experiencing severe, abnormal menstruation pain; abnormal, heavy bleeding; prolonged, abnormal menses; severe lower abdominal and pelvic pain; severe abdominal cramping; severe back pain; pain during intercourse; migraines; a metal taste in her mouth; fatigue; tooth decay; numbness and shocking sensations down her ieg; and hair loss. She missed work due to the seventy of these symptoms. In approximately (B)(6) 2014, consumer underwent an hsg (hysterosalpingogram) test, which confirmed full occlusion of her fallopian tubes. Over time, she complained about these symptoms to her doctor. In late 2015, consumer and doctor discussed the possibility of removing the essure; during this discussion, she learned that one of the essure devices was sideways in her fallopian tube. On (B)(6) 2015, consumer underwent a total hysterectomy and bilateral salpingectomy to remove her uterus, cervix, and fallopian tubes. It took consumer approximately six weeks to recover from this very invasive surgery, forcing her to miss work. Since the total hysterectomy and bilateral salpingectomy, most symptoms have resolved but some remain. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced abnormal, heavy bleeding (seen as genital bleeding). Approximately 15 months after insertion procedure, she underwent total hysterectomy and bilateral salpingectomy as one of the essure devices was sideways in her fallopian tube. These both events are anticipated in the reference safety information for essure. Changes in bleeding pattern, including heavy and unscheduled bleeding may occur with consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. During essure micro-insert therapy, there is a risk that the device could move. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or a migration into abdominal cavity. In this present case, the exact time point and mechanism of dislocation is unknown. Therefore, given the nature of these events, it was considered related to essure. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.